Manufacturer narrative:
A review of c305 was performed and there were no non-conformances associated with this lot. This lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. No trend has been detected for tubing leak. However, CAPA (B)(4) was initiated and closed to investigate tubing leak. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, no root cause could be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken.

Event description:
Customer reported a blood leak had occurred the previous day from a split in the collect pump tubing loop, when the treatment was at 497 ml whole blood processed, so the single needle mode treatment was aborted and none of the blood in the disposable kit at that time was returned to the patient. Customer stated the blood leak had been cleaned up, and that their internal cellex-trained biomed would check the instrument. Therefore, no field service was requested. Patient was stable. No product being returned by the customer.